Event description:
During the procedure, the wire was in the mesenteric artery and the physician was attempting to move a non-abbott device (6fr merit sheath with a terumo glidecath 4fr) over the wire when it was noted that the device was difficult to remove, resistance was felt. The wire was not through anything metal. It was then observed that the hydrophilic coating was not at the tip of the wire, it appeared to be separating from the tip. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One hydrosteer guidewire was received for evaluation. The core wire was noted to be protruding from the tip of the black hydrophilic coating of the guidewire. Hydrosteer instructions for use states ¿if resistance if felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, remove the guidewire and device as a unit to prevent possible damage and/or complications¿. The cause of the reported event is consistent with not following the instructions for use.